Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. G. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 10-oct-2017 a field service engineer (fse) found a blockage in the injection valve area. The fse replaced the IV stator and rotor, sample needle assembly, sample loop, and line filter. The instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 06-sep-2016 through (B)(6) 2017. There were three (3) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 1 - introduction and applications, states that dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Results will not be reported if the total area (ta) is <500 and if the ta is >4000. Chapter 5, maintenance procedures, section 5.10 - sampling needle replacement, provides step-by-step instructions for the operator to follow when replacing the sampling needle assembly. The most probable cause of the reported event was due to a blocked injection valve.

Event description:
On (B)(6) 2017 a customer reported getting low total areas while running patient samples on the g8 instrument. The customer reported that three (3) whole blood samples had low total areas of 570, 673 55, respectively (optimum total area is 700 - 3000). The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.